Event description:
Per complaint (B)(4), an abutment was unable to be unscrewed from a dental implant after initial placement. The implant had to be removed and it was replaced with a different one within the same procedure. No adverse patient consequences were reported.